Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that a mr370 reusable humidification chamber was found cracked before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr370 reusable humidification chamber was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photographs provided by the customer and our knowledge of the product. Results: review of the provided photographs revealed that a crack line was propagating upward from bottom of dome. It was declared by the customer that they failed to separate the chamber from the base during cleaning. It was also observed to have crack line localized at the inlet port. The customer further noted that the fault was only encountered to a particular hospital branch where a non-f&p connectors were used which were believed to have larger size. Conclusion: based on the investigation conducted, the reported fault was most likely caused by not separating the chamber dome from the base during cleaning, and the use of non-f&p connectors that were larger in size. All mr370 chambers are visually inspected before leaving the production line and those that fail are rejected. The subject mr370 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr370 reusable humidification chamber state the following: "the following solutions should be avoided as they may cause the chamber to crack: ketones, formaldehyde, chlorinated hydrocarbons, hypochlorite, inorganic acids, aromatic hydrocarbons, phenol (>5%)" "to prevent cracking, ensure that the water inlet port plug, and any other reusable components, are disconnected from the chamber before cleaning."

Event description:
A healthcare facility in china reported that a mr370 reusable humidification chamber was found cracked before patient use. There was no patient involvement.